Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic incisional hernia repair with mesh. On (B)(6) 2013 - the procedure performed was laparoscopic lysis of adhesions and ventral hernia repair. Preoperative and postoperative diagnosis was ventral incisional hernia. On (B)(6) 2017 -the patient underwent an panoramic hysteroscopy, endometrial curettage, fluoroscopy with placement of bilateral ureteral stents and removal at the end of the surgery, laparoscopy with extensive entolysis, and extension of umbilical incision for mini laparotomy for enterolysis as well. The pre-op diagnosis was bilateral hydrosalpinx, suspected ovarian cyst, abnormal excessive uterine bleeding, abnormal pap smear, deep pelvic dyspareunia, obesity, and history of ulcerative colitis and post-operative hydrosalpinx, abnormal uterine bleeding, deep pelvic dyspareunia, obesity, history of ulcerative colitis, displaced intrabdominal mass with severe bowel adhesive disease with loop and bend formation, and frozen pelvis. On (B)(6) 2017 - the patient underwent a procedure for da vinci robotic assisted extensive lysis of adhesions enterolysis bilateral ureterolysis, total laparoscopic hysterectomy, bilateral salpingo-oophorectomy and cystoscopy. Pre-op diagnosis was severe menometrorrhagia dysmenorrhea known pelvic adhesive disease and post-op diagnosis was severe menometrorrhagia, dysmenorrhea, known pelvic adhesive disease, with large abdominal wall hernia, severe abdominopelvic adhesive disease and bilateral retroperitoneal fibrosis. On (B)(6) 2017 - the patient underwent a procedure for second look exploratory laparotomy, abdominal washout, removal of mesh with primary repair of hernia, fascial closure and placement of wet-to-dry dressing. The pre-op diagnosis was open abdomen with feculent material and the post-op diagnosis was closed open abdomen with concern for small bowel leakage. The patient experienced large sac had come out of medial end of previous hernia repair; new mesh pushed under and sutured to old mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a procedure that included implant of this device for da vinci robotic assisted extensive lysis of adhesions enterolysis bilateral ureterolysis, total laparoscopic hysterectomy, bilateral salpingo-oophorectomy and cystoscopy. The patient experienced large sac had come out of medial end of previous hernia repair; new mesh pushed under and sutured to old mesh. Pre-operation diagnosis was severe menometrorrhagia dysmenorrhea and known pelvic adhesive disease. Post-op diagnosis was severe menometrorrhagia, dysmenorrhea, known pelvic adhesive disease, with large abdominal wall hernia, severe abdominopelvic adhesive disease and bilateral retroperitoneal fibrosis. Post-operative complications included increased abdominal pain, increased creatinine, tachycardia, decreased urine output, and bilious drainage from the distal small bowel that resulted in open abdomen with feculent material. Five days after the original procedure, another procedure was performed that included exploratory laparotomy, abdominal washout, removal of mesh with primary repair of hernia, fascial closure and placement of wet-to-dry dressing. The mesh was explanted five days after implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced intestinal perforation, pain, adhesions, bowel adhered to mesh, mesh erosion, mesh migration, open wound, abscess, small bowel obstruction, hernia recurrence, infection, large amount of feculent, fibrin, and turbid fluid, severe menometrorrhagia, dysmenorrhea, known pelvic adhesive disease, with large abdominal wall hernia, severe abdominopelvic adhesive disease and bilateral retroperitoneal fibrosis, abdominal pain, increased creatinine, tachycardia, decreased urine output, bilious drainage from the distal small bowel that resulted in open abdomen with feculent material, ascites, prerenal azotemia, and severe inflammation of viscera. Post-operative patient treatment included laparotomy, extensive adhesiolysis, abdominal washout, removal of mesh with primary repair of hernia, fascial closure and placement of wet-to-dry dressing, small bowel resection, neg pressure wound vac, abscess drainage.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced intestinal perforation, abscess, infection, large amount of feculent, fibrin, and turbid fluid, severe menometrorrhagia, dysmenorrhea, known pelvic adhesive disease, with large abdominal wall hernia, severe abdoinopelvic adhesive disease and bilateral retroperitoneal fibrosis, abdominal pain, increased creatinine, tachycardia, decreased urine output, bilious drainage from the distal small bowel that resulted in open abdomen with feculent material, ascites, prerenal azotemia, and severe inflammation of viscera. Post-operative patient treatment included laparotomy, abdominal washout, removal of mesh with primary repair of hernia, fascial closure and placement of wet-to-dry dressing, small bowel resection, neg pressure wound vac, abscess drainage.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced intestinal perforation, abscess, infection, large amount of feculent, fibrin, and turbid fluid, severe menometrorrhagia, dysmenorrhea, known pelvic adhesive disease, with large abdominal wall hernia, severe abdoinopelvic adhesive disease and bilateral retroperitoneal fibrosis, abdominal pain, increased creatinine, tachycardia, decreased urine output, and bilious drainage from the distal small bowel that resulted in open abdomen with feculent material. Post-operative patient treatment included laparotomy, abdominal washout, removal of mesh with primary repair of hernia, fascial closure and placement of wet-to-dry dressing, small bowel resection, neg pressure wound vac, abscess drainage.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced intestinal perforation, pain, adhesions, bowel adhered to mesh, mesh erosion, mesh migration, open wound, abscess, small bowel obstruction, hernia recurrence, infection, large amount of feculent, fibrin, and turbid fluid, severe menometrorrhagia, dysmenorrhea, known pelvic adhesive disease, with large abdominal wall hernia, severe abdoinopelvic adhesive disease and bilateral retroperitoneal fibrosis, abdominal pain, increased creatinine, tachycardia, decreased urine output, bilious drainage from the distal small bowel that resulted in open abdomen with feculent material, ascites, prerenal azotemia, and severe inflammation of viscera. Post-operative patient treatment included hernia repair with new mesh, CT scan, medication, 14-day hospitalization, laparotomy, revisions, extensive adhesiolysis, abdominal washout, removal of mesh with primary repair of hernia, fascial closure and placement of wet-to-dry dressing, small bowel resection, neg pressure wound vac, absc ess drainage.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.